Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). The device voltage was 2.56 and charge times of 26 seconds. The device remained in monitor + therapy and the changeout had been delayed due to the patient's medical reasons. As a result the patient was placed in a lifevest. Since then, the lifevest has supposedly shocked this patient twice. There was suspect that the lifevest shocked the patient unnecessarily for atrial fibrillation. No events were stored in the ICD logbook nor revealed in the lifevest download. The ICD tested and operated normally. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.